Event description:
It was reported that when the pocket was opened to revise the dislodged lv lead, it was found that the suture opened, allowing the device to migrate from its position, resulting in the lv lead dislodgement. The device was explanted and replaced.

Manufacturer narrative:
.